Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using a flexiva 365 laser fiber, the fiber burned back within the first five minutes of using the fiber. Laser type and laser settings are unknown. The procedure was completed with another flexiva 365 laser fiber, without any complications to the patient, who is reportedly "fine" post procedure. The event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event. Additionally, follow up from the customer confirmed the reportable event. No additional information is available from the customer.

Manufacturer narrative:
Visual examination of the returned fiber revealed approximately 0.5 mm of exposed glass tip remaining. The pattern on the tip face is consistent with a fracture indicating that the tip of the fiber or portion of the tip detached.